Event description:
It was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined the cause for the malfunction to be a shorted ic chip, designator u5.